Event description:
Discrepant results were obtained on the suspect device when compared to a lab. The device result reported was 2.5 inr and the lab 1.7 inr. The device was replaced and requested to be returned for evaluation.